Manufacturer narrative:
As received, a complete lead was returned in one piece without the stylet. A sample stylet was used to perform a stylet insertion test. Analysis found the stylet was not able to be fully inserted due to inner coil lumen clogged with dry blood/ body fluids at the stylet obstruction region. Electrical testing revealed no indication of conductor fractures or internal shorts. X-ray of the connector region and helix assembly was normal. Visual analysis revealed no anomalies on the returned lead.

Event description:
During implant procedure, it was noted that the stylet could not be inserted through the lead. The lead was exchanged and replaced. The patient was stable with no adverse consequences.